Event description:
It was reported that the insulin pump alarmed motor error every two weeks. The reporter declined to provide the blood glucose reading. The customer stated that the insulin pump was slow to prime and that he had to press the button twice to get the device to start up. He also observed unexplained no delivery alarms. He declined troubleshooting for the issues and requested an upgrade on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.